Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure occurred and the error message displayed was 'required maintenance'. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) troubleshot the issue with half height drawer 5.2, which was not opening. The fse found jammed medication and a missing rail bumper stopper. A new rail bumper stopper was installed, the drawer was adjusted, and its operation was tested successfully. The system functioned as intended after the field service engineer repaired the device.